Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken. Culture results were negative. The fse decontaminated the system and replaced the flow cell. Although parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This is one of 92 individual medwatch reports being submitted as the customer reported that 92 pt results were affected. See the medwatch numbers below for all associated reports.

Event description:
Customer reported that 92 erroneously low sodium results were generated by the unicel dxc 600i synchron access system. The system was calibrated and quality controls were within specification prior to the event. The erroneous results were reported out of the laboratory to an off-site facility. The third-party customer notified the laboratory of the erroneous results on (B)(6) 2008. All erroneous samples were retested and amended reports were issued. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.